Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device- 2 years, 3 months, 6 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patients log files were sent in for review. Log file analysis revealed low flow alarms where the low flow estimator dropped below 2.5lpm on (B)(6) 2018. On (B)(6) 2018 the patient returned to the operating room (or) for outflow graft untwisting. An intercostal incision was made, 2 ribs removed, and the bend relief disconnected, the graft twist was visualized and then untwisted. A purple screw ring was found to be loose and subsequently tightened. Patient remains stable and asymptomatic.

Manufacturer narrative:
The pump remains implanted supporting the patient with no further issues reported. Evaluation of the submitted photos confirmed a twist in the patient¿s outflow graft, however, a specific cause for the twist could not be conclusively determined through this evaluation. The outflow graft twist could have contributed to the patient¿s low flow alarms. The heartmate 3 left ventricular assist system's instruction for use instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document, as well as the heartmate 3 left ventricular assist system's patient handbook, also explain that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and note that changes in patient conditions can result in low flow. Abbott decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since (B)(6) 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.